Manufacturer narrative:
The customer's meter and test strips were returned for investigation and tested in comparison to a retention meter & masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr. Donor #2 inr: 2.1 inr. Donor #1 hct: 40%. Donor #2 hct: 40%. Testing results: donor #1: master lot - 2.5 inr. Customer strip and meter - 2.5 inr. Donor #2: master lot - 2.1 inr. Customer strip and meter - 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
A patient stated that she received an erroneous result when tested on coaguchek xs meter with serial number (B)(4). The patient's inr had been in the range of 2.6 - 3.0 inr before testing herself on (b)(46 2016. She tested herself initially on (B)(6) 2016 and the meter result was 4.0 inr. Minutes later, the patient tested herself again using a different finger and the meter result was 5.7 inr. The patient then tested herself a third time on the meter, but received an error. The patient stated that she thought she had plenty of blood on the strip when she received the error. The patient believed the 4.0 inr result to be correct and this is the result she reported to her doctor on (B)(6) 2016. The patient noted that the meter has not been cleaned. The patient is anemic and does not suffer from antiphospholipid antibodies. The patient receives no heparin or direct thrombin inhibitors. The patient had no changes in warfarin dosage. The patient took her last warfarin dose on the night of (B)(6) 2016. The patient has had no diet changes, no new illnesses or new medications. The patient has had no changes in vitamins or supplements. The patient has no unusual bleeding or bruising. The patient's therapeutic range is unknown. The patient was not adversely affected and has not been treated. The patient's product has been requested for investigation and replacement product has been shipped to the patient. Relevant retention test strips (lot 124157-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.